Event description:
A report was received that a customer experienced an iui connector burning while in use on a pt. The customer reported that the device was in use when the nurse saw smoke coming out of the pump. The nurse immediately disconnected the device from the pt. There was no pt harm or medical intervention required. The customer stated that no further pt or event details are available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the investigation has been completed.